Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the snare failed to transmit current during preparation. The procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the device extended and retracted according to specifications. Electrical testing confirmed the device also met the resistance specification. The condition of the returned device was not consistent with the complaint that the snare failed to transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the snare failed to transmit current during preparation. The procedure was completed with another sensation standard oval snare.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.